Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a 12 lead ECG failure. A failure to acquire 12 lead ECG could prevent or delay the course of therapy.